Manufacturer narrative:
The lot was manufactured november 10, 2015 ¿ november 12, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor separated from the housing. This was discovered upon opening the package. There was no patient involvement. No additional information is available.